Manufacturer narrative:
D.9 the exact date the device was returned for evaluation is unknown. The investigation for the reported issue has been completed. Clinical review stated that during preventative maintenance, the console was issued a battery failure alarm upon boot up. The console was set aside for further analysis. Logs were reviewed and showed a battery failure alarm was issued upon startup, along with other battery related alarms. The console was evaluated and the liquid crystal diode indicator on battery 2 showed zero bars, while battery 1 had full bars. Batttest showed channel 2 was missing fu. This is likely a malfunction of the power battery manager¿s (pbm) charging subcircuit for channel 2, affecting charging of battery 2. The cause of battery failure alarm was a defective pbm. The cause of the defective pbm is unknown. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced a battery failure alarm upon boot up during preventative maintenance. No patient was involved.